Manufacturer narrative:
Batch review performed on 05 december 2017. Lot 133620: (B)(4) items manufactured and released on 08 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection about 1 year after primary. The surgeon washed out the knee and swapped the liner.